Manufacturer narrative:
(B)(4). The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Related manufacturer reference number: 3006705815-2019-02851. It was reported that during a trial procedure patient experienced right leg paralysis. The physician also reported difficulty placing trial leads due to scarring tissue around the canal. The trial the leads were explanted, and patient was sent to the emergency for imaging studies. The procedure was eventually completed with two new trial leads placed at t7 and t8 both midline. Reportedly, patient experienced tingling and numbness post operatively. Effective therapy was established, and patient¿s symptoms are improving.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.